Manufacturer narrative:
Email is:(B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with cracked water tank cover, faded and worn line cord, quick connect corroded, pole clamp discolored. There was contamination inside the device, enclosure cracked under quick connect, and there were missing led's on the printed circuit board (pcb). Functional testing confirmed the complaint. The cracked water tank was listed as the root cause. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking. Patient involvement unknown.